Manufacturer narrative:
H6: ventec performed additional long term testing on the removed control board and internal flow transducer (ift). No discrepancies were observed with the removed ift. Ventec was able to duplicate the reported issue of unexpected rebooting when testing the removed control board. Further inspection of the control board revealed a damaged inductor on its computer module (som) board. Ventec observed that movement of the som board would cause the reported issue to manifest intermittently. The investigation determined that the root cause of the reported issue was a damaged inductor on the computer module (som), which is located on the control board. The investigation also concluded that the removed ift did not contribute to the reported issue.

Manufacturer narrative:
H6: ventec received the device and downloaded its system logs for analysis. Upon review of the system logs, ventec was able to confirm the reported issue of the device unexpectedly powering off (inop) and/or rebooting unexpectedly. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's lcd touchscreen would go black and the device would beep constantly. This behavior is indicative of an unexpected loss of power. In this state, the device would be inoperative. There was patient involvement associated with the reported event. The reporter advised that there was no harm to the patient as a result of the reported issue.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-01444-000. Section d4, model #, of the initial medwatch report should have stated: v*home, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001 -- h6: ventec further evaluated the device and was able to duplicate the reported issue of it unexpectedly powering off/rebooting by itself. Ventec replaced the control board and internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board and ift.